Event description:
It was reported that the insulin gauge displayed an amount different than expected, which was also reflected on the tandem mobi mobile app. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in reloading the same cartridge, which resolved the discrepancy between the displayed and actual insulin amounts.